Event description:
The pt's family member called lifescan and alleged that her son's meter was reading inaccurately low. The pt obtaind a result of 60 mg/dl on his meter. The pt was given carbohydrates and he would retest his blood glucose and the results were still low. The pt did not report any symptoms at the time of testing. The comparison of meter to normal readings/feeling is invalid. No medical intervention was required. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. A series of control solution tests were performed, all of which, failed. Based on the information provided, there is evidence of a meter malfunction (due to the failed control solution tests), however, there is no evidence of the meter contributing to a serious injury. The pt obtained a new meter a local pharmacy.

Event description:
Meter was reading inaccurately low. The patient obtained a result of 60 mg/dl on meter. The patient was given carbohydrates and patient would retest their blood glucose and the results were still low. The patient did not report any symptoms at the time of testing. The comparison of meter to normal readings/feelings is invalid. No medical intervention was required. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. A series of control solution tests were performed, all of which, failed. Based on the information provided, there is evidence of a meter malfunction (due to the failed control solution tests), however, there is no evidence of the meter contributing to a serious injury. The patient obtained a new meter a local pharmacy.